Event description:
A patient reported that their meter would not turn on. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. The meter was replaced. No further information has been reported.